Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and battery cap were damaged. Investigation also revealed that there was moisture behind the display. Additionally, investigation revealed that the pump¿s vibratory feature was not functioning. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/18/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings: visual inspection revealed that the battery compartment was cracked. The returned battery cap threads were found to be stripped. Moisture was observed behind the display. During testing, the pump powered on with audio tones functional but the display was blank. A leak test was performed and a battery compartment leak was found. The pump¿s vibratory feature was found to be unresponsive due to internal moisture. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling from the base. The keypad buttons were not able to be tested due to the blank display and internal moisture damage. The keypad cover was removed and no evidence of contamination was found on any key contacts. (B)(4).